Event description:
It was reported that shaft break occurred. A 3.00 x 16 synergy ii drug-eluting stent was prepped for use. However, the mid shaft was found damaged and broke inside the guide before entering the patient's body. The stent did not dislodge into the patient's body. The device was removed and the procedure was completed with another of the same device. There were no patient complications nor injuries reported.

Event description:
It was reported that shaft break occurred. A 3.00 x 16 synergy ii drug-eluting stent was prepped for use. However, the mid shaft was found damaged and broke inside the guide before entering the patient's body. The stent did not dislodge into the patient's body. The device was removed and the procedure was completed with another of the same device. There were no patient complications nor injuries reported.

Manufacturer narrative:
Device evaluated by MFR.: synergy ii us mr 3.00 x 16mm stent delivery system, catheter was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found hypotube break 540mm distal to strain relief as well as multiple kinks. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.